Manufacturer narrative:
(B)(4) 3004426659-2016-00024, (B)(4) was reported for the same device and patient but a separate issue.

Event description:
During a scheduled replacement surgery the neurosurgeon noticed caseous material under the neurostimulator on the ferrule surface. A swab culture was positive for staphylococcus epidermidis. The patient was treated with a 6 week course of antibiotics. The neurosurgeon proceeded with the replacement procedure as in his clinical judgement the infection was low grade and not systemic.